Event description:
The ge oec 6800 fluoroscopy system displayed an error indicating a stuck handswitch message also advising to reboot the system. The system was shutdown, the handswitch was removed the system booted up and the case was performed using the footswitch.

Manufacturer narrative:
A ge oec service representative investigated this issue and found the issue to be the result of a faulty hand switch. The hand switch was replaced. The system was tested and found to be operating as intended and returned to the customer. There was no adverse effect to any patient as the issue occurred during procedure set-up. The facility was unable to provide any further patient information.